Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged admission, abscess and debridement are related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Wound assessments performed on (B)(6) 2019 exhibited a significant decrease in wound length, width, and depth. Activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued on (B)(6) 2019 as outcome of therapy: therapy goal achieved - adequate granulation tissue formation. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 15-nov-2019, the following information was reported to kci by the nurse: on (B)(6) 2019, the patient was admitted to the hospital allegedly for an additional surgery due to a new abscess. On 19-nov-2019, the following information was reported to kci by the patient's family member: the patient was hospitalized on (B)(6) 2019, allegedly wound related. Intravenous antibiotic therapy is reportedly in progress with a possible discharge on (B)(6) 2019. On 04-dec-2019, the following information was reported to kci by the home health nurse: on (B)(6) 2019, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold and was resumed on (B)(6) 2019. Wound assessments performed on (B)(6)2019 exhibited a significant decrease in wound length, width, and depth. The wound was surgically debrided while the patient was in the hospital. On 02-jan-2020, the following information was reported to kci by the home health nurse: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued as outcome of therapy: therapy goal achieved - adequate granulation tissue formation. On 29-oct-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2019, the device was placed with the patient. On 19-dec-2019, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.